Event description:
This is an adverse event recorded on a crf as part of the (B)(6) patient registry. The patient was retrospectively enrolled with 10cm indefinite dysplasia. Two months after a fourth focal ablation was performed, a mild stricture was observed and was subsequently dilated. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was probable and there was no device malfunction. At the 5 month follow up following the dilation, it was noted that the event had resolved.

Manufacturer narrative:
The site did not return any device therefore no device evaluation was performed. If we should obtain additional information pertinent to this event, a follow up report will be submitted. (B)(4).